Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip hemosheath was received for product evaluation. No other accessory components were returned. Visual inspection revealed a kink in the sheath between the letter o and s in the angio-seal logo on the sheath. The tip of the hemostasis sheath was examined under the microscope and no signs of damage or deformation were observed. No other visual anomalies were noted. Dimensional testing was performed, the outer diameter of the hemostasis sheath was measured to be 0.128" which was within the specification of 0.128" +/- 0.005. All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that off-center forces may have caused the deformation of the sheath; it is likely that the large excessive off axis maneuvering to the sheath during the insertion of the carrier tube led to the kinking of the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device sheath was deformed. The physician noticed that the tip of the insertion sheath was deformed, when the physician attempted to insert the device into the insertion sheath. The physician replaced the device with another device from a different lot to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 30apr2020. The sheath is referring to the hemostasis sheath.